Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. The lead was suspected of being fractured and was explanted. No patient complications have been reported as a result of this event.